Event description:
The cell dyn 1700 analyzer generated a hemoglobin (hgb) result of 7.4 g/dl and a hematocrit (hct) result of 24.9% on a pt sample. The account suspected the results as the hgb/hct did not match and ther sent the sample to the hosp lab which reported a hgb of 9.1g/dl. The suspect result were not reported and there was no impact to pt management.